Manufacturer narrative:
The reported event for auto-reducing issue was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing ineffective therapy. Reportedly the clinician programmer was unable to connect to the patient's ipg for reprogramming, but the ipg was communicating with the patient controller. As a result, surgical intervention may be undertaken at a later date.

Manufacturer narrative:
Correction: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was explanted and replaced. Issue resolved.